Event description:
Vena cava filter inserted into pt failed to deploy. A second filter was inserted and this one deployed properly. When the surgeon attempted to remove the first one, it deployed. A portion of it could not be removed. No additional surgery was needed, and there was no injury to the pt.